Event description:
The patient's reported that the insulin pump fell on the toilet. Troubleshooting was done. The customer's stated that the insulin pump appears to be functioning as designed. The patient's blood glucose level was 252 mg/dl. The customer was instructed to called back if the concern recurs. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.